Manufacturer narrative:
A review of the manufacturing paperwork has been conducted.

Event description:
An article will be published on pts who underwent treatment of traumatic aortic transections and acute type b dissections with the gore tag thoracic endoprosthesis. Post-operatively, these pts presented with device compression. The pt captured in this event was treated for a traumatic aortic transection with three gore tag thoracic endoprosthesis on (B)(6), 2008. On (B)(6), 2008, compression associated with the proximally implanted gore tag thoracic endoprosthesis was identified. On an unk date, the pt underwent endovascular treatment of the collapse. An additional device was implanted, and the left subclavian artery was covered to provide proximal extension. The pt tolerated the procedure. Additional info has been requested.